Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter migrated, detached, and perforated right ventricle. Approximately eleven years post filter deployment, an emergent median sternotomy was performed to repair the right ventricular perforation, drainage of pericardial blood and hematoma. It was further reported that patient's pericardium was tense with blood and clots causing cardiogenic shock from pericardial tamponade. The device was removed surgically from the patient. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the filter, filter migration, and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Date of implant was used as date of event, since the event occurred date is unknown. Device not returned.